Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Visual inspection of the returned product found the lens was torn into two pieces and one haptic was missing. Traces of clear and reddish residue were found on the lens surface. The lens was returned dry. (B)(4).

Event description:
The reporter stated the surgeon inserted the aq2010v silicone three piece lens +24.0 diopter and the lens was noted to be damaged. The lens was removed with out incision enlargement, sutures, or any patient injury. The back up lens was used with out incident.